Manufacturer narrative:
(B) (4). (B) (4). Cartridge pan. Evaluation summary. The analysis showed that the tsw35 was received in good visual condition and with a reload loaded in the device. The reload was received unfired and with the pan detached and missing, the damage to the cartridge pan is consistent with an improper loading technique, if the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the reload. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before a laparoscopic appendectomy procedure, could not be reloaded correctly. Another device was used to complete the procedure. There were no adverse consequences for the pt.